Event description:
This is a spontaneous case report received from a health professional in united states on 10-apr-2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert), lot number c22917, insertion in (B)(6) 2015. The hcp (health care professional) stated the device would not advance and broke off; no pieces were left in the patient. Follow-up received on 23-apr-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a usability issue. (B)(4). Final assessment: lot number: c22917; production date: 12-feb-2014; expiration date: 28-feb-2017. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the device broke off. No pieces were left in the patient. The reported event was considered non-serious and is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, it seemed device insertion was difficult (physician stated the device would not advance; however the reason was not specified). Although limited information was provided in this case, as device breakage occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 04-may-2015: reporter informed she does not have inserting hcp contact information. Follow-up is not possible. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the device broke off. No pieces were left in the patient. The reported event was considered non-serious and is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, it seemed device insertion was difficult (physician stated the device would not advance; however the reason was not specified). Although limited information was provided in this case, as device breakage occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information could not be obtained.